Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been complete. No conclusion can be drawn at this time.

Event description:
Customer called to report she had been experiencing high blood glucose above 400 mg/dl. Blood glucose reading at the time of the call was 196 mg/dl. The customer mentioned that when she used a infusion set from a different box and her blood glucose was within the normal range. Troubleshooting was performed. The insulin pump was found to be functioning as designed. No anomalies were noted on the infusion set. Advised that the infusion sets will be replaced. Nothing further reported.